Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. The device was returned and the customer's complaint was confirmed, however, there was no thermal damage to the device. During the evaluation the device failed tests steps during testing. The device's tubing and seals were reseated and the system board was replaced to address the issues.